Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were not reproduced but confirmed through the history log. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.